Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had scratch and stain on it was confirmed. It was found that the device produced a bad image. Also the distal tip and optics were damaged and the shaft was bent. The damaged distal tip, optics and shaft were replaced and the device was cleaned, tested and found to be fully functional. The physical damage to the device is a result of user mishandling of the device, probably during storage or transportation. The damaged components would have caused the device to not function as intended by the customer. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during an unknown procedure the hd epscp, 4.0, 70 , 175, cw_storz has stains and scratches. No patient consequence and no surgical delay was reported. No additional information was provided.